Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys cea assay (cea) and the elecsys total psa immunoassay (tpsa) on a cobas 6000 e 601 module (e601). The erroneous results were not reported outside of the laboratory. The customer did not have any problems with other assays or samples. The sample initially resulted with a cea result of 0.308 ng/ml. The sample was repeated twice, resulting with cea values of 5.82 ng/ml and 5.98 ng/ml. The sample initially resulted with a tpsa value of 0.453 ng/ml. The sample was repeated twice, resulting with tpsa values of 33.63 ng/ml and 33.40 ng/ml. The primary tube of the sample was also tested for tpsa, resulting as 32.60 ng/ml. No adverse events were alleged to have occurred with the patient. The cea reagent lot number was 244848. The reagent expiration date was asked for, but not provided. The tpsa reagent lot number was 247045. The reagent expiration date was asked for, but not provided. Quality control recovery was acceptable.

Manufacturer narrative:
The calibration data for cea and tpsa were within expectations. The qc recovery data for cea and tpsa were within expectations. The alarm trace showed several sample related quality messages, which may indicate sample quality issues. An air bubble was suspected in the sample. A general reagent issue can be excluded. The investigation could not determine a definitive root cause.